Event description:
The micrusphere 10 cerecyte microcoil could not be detached. It was the first coil placed into the aneurysm. Upon proper testing of the coil, it was placed successfully into the aneurysm, at which point the physician attempted to detach the coil without success. He pushed the delivery wire a little further and attempted again without success. Then he switched to a different detachment cables, and again no success. The coil was safely removed, and another coil of the same type and size was successfully placed and detached without issue. No adverse events were noticed by the physician concerning this case.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device and the cables were returned for analysis. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil requiring multiple detachment attempts was due to the detachment fiber melting above the detachment zone. The melting detachment fiber most likely captured the coil temporarily before releasing it following multiple detachment attempts. The three returned connecting cables all passed electrical and functionality testing. Therefore, it is highly unlikely that these three connecting cables used in the procedure contributed to the complaint event. In addition, without the return of the enpower detachment control box (dcb), it cannot be determined if this component contributed to the detachment difficulty. There was no evidence of a manufacturing issue; therefore, no corrective actions will be taken.